Manufacturer narrative:
The device was returned to boston scientific for analysis. Visual inspection showed the irrigation luer was torn off at the proximal (narrowest) side of the adhesive joint securing the tubing to the luer fitting. There was dried body fluid found on the handle. Continuity checks revealed no electrical opens or shorts as checked manually using a multi-meter and breakout box. All electrode/ thermocouple/magnetic sensor resistances measured in specifications and were typical. The measurements were repeated in the right and left curve configuration and again, all measurements were within specifications and typical. Lcr test was performed and confirmed that the magnetic sensor was within specifications. The steering knob and the tension control knob functioned properly on both lock and unlock positions. No abnormal resistance was felt when actuating the steering mechanism. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications.

Event description:
It was reported that during a procedure to treat atrial fibrillation (af) with a intellanav mifi open-irrigated ablation catheter, during the second ablation in the left atrium (la), suddenly the generator didn't work. The physician found that the irrigation tube was broken. No patient complications were reported. The device has been returned for analysis.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during a procedure to treat atrial fibrillation (af) with a intellanav mifi open-irrigated ablation catheter, during the second ablation in the left atrium (la), suddenly the generator didn't work. The physician found that the irrigation tube was broken. No patient complications were reported. The device is expected to be returned for analysis.